Manufacturer narrative:
The subject device was returned to local service department of olympus. Local service department checked the subject device and found that the reported phenomenon could be duplicated due to cable break. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. The manufacturing record was reviewed and found no irregularities. Omsc presumed that the image was not displayed because the cable failure prevented the video communication to the processor. The breakdown of the cable might be due to the user's handling. The above device handling has warned in the instruction manual.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the preparation for use, the image sometimes disappeared. The user replaced the subject device to another device and completed the procedure. There was no report of patient injury associated with the event. The subject device was used in combination with otv-s400.